Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell 54f# item 010000664 lot 6410426; tprloc 12/14 por lat 9x138 # item 650-0263 lot 6470965; 36mm 12/14 tpr fem hd std nk # item 650-0888 lot 6487848. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01977. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip surgery, after implantation of the acetabular shell, the surgeon attempted to lock the liner many times. Eventually he managed to lock it in position, however the event caused a 35 minutes delay in surgery. Attempts to obtain additional information have been made; however, no more is available.